Event description:
Reporter complains of bloody discharge out of nipples, lactation, migraine and muscle tension headaches, depression, joint and muscle pain, elevated ana, gm1 antibodies, abnormal MRI of brain, muscle spasms, vertigo, numbness and changes in circulation to extremities, cold extremities, skin problems. Oral ulcers, dry eyes, vision problems, heart palpitations, cough, memory and concentration problems, hearing problems, photo sensitivities, night sweats, insommia, and fatigue.